Event description:
I had essure inserted about 5 years ago. I knew I no longer wanted kids and was fine with the permanent results of the product. The cramping after insertion lasted on and off for about a year. It finally subsided but after that I occasionally suffered from hemorrhagic cysts. I recently had a pap smear and my doctor noticed epithelial cells where they shouldn't be. I am too young (B)(6) for cancer screenings but I found it interesting that a friend of mine (who also has essure and is (B)(6)) is having the exact same problem. She will start cancer testing soon. We also both suffer from severe mood swings. I often fall into depression since the essure procedure. I'll be calling my doctor today to discuss possible solutions to my issues.